Manufacturer narrative:
(B)(6).

Event description:
Reference number (B)(4). Event occurred in qatar. It was reported that the patient faced an adhesive event with an infusion set where infusion set tape was not sticking after being used for less than 24 hours. No further information available.